Event description:
A nurse reported that an ophthalmic laser probe was not entering into the trocar before surgery. Procedure was completed using another product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Laser probe was not returned to the irvine technology center (itc). Therefore, sample evaluation could not be performed. As of march 23, 2023, no sample has been received at the irvine technology center (itc) for testing; therefore, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event could not be determined. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).